Event description:
A user facility biomedical technician (bmt) reported a venous transducer protector was filling with blood and was not holding pressure. During the call the bmt believed the issue was attributed to the 3 way valve and was going to replace the component. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported a venous transducer protector was filling with blood and was not holding pressure. During the call the bmt believed the issue was attributed to the 3 way valve and was going to replace the component. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.